Event description:
The patient experienced less than 50% therapy relief at the lead location. There was an impedance issue. The lead was physically broken between electrodes and was explanted. It was confirmed on 10/07/2013 that the patient had spine surgery that fixed her leg pain and she had not used the stimulator in years. She no longer wanted the device and that was why it was explanted. The cause of the break was unknown. The lead break was not noticed or actively looked for before the explant procedure and when the lead was pulled out it was just broken. She will not be re-implanted as she does not need the device any longer. The patient¿s current situation was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead; product ID 3550-29, lot# n197001, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension; product ID neu_tlock_anchor, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.